Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 250 units of insulin. A supply change was performed to address the issue. The customer's blood glucose was in the 200s mg/dl. The customer continued to use the pump for insulin therapy.